Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result(s): the customer stated that, "the expiration date for tubes and tests are sooner then the expiration date on the box. Both times purchased they were expired. They are extremely inaccurate as well, they will typically provide false negatives which happened both times. Would recommend staying away from this brand."